Event description:
It was reported while using bd plastipak¿ syringes the tip of the syringe broke off. The following information was provided by the initial reporter: the reporter stated that the luer lock tip of the syringe broke when the nurse wanted to screw the syringe onto the diffuser to fill it with the treatment. The event occurred during setup/preparation. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the tip of the syringe broke off. The following information was provided by the initial reporter: the reporter stated that the luer lock tip of the syringe broke when the nurse wanted to screw the syringe onto the diffuser to fill it with the treatment. The event occurred during setup/preparation. There was no patient involvement.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 17-jun-2022 h6: investigation summary one sample along with multiple photos were provided to our quality team for investigation. Through visual inspection, the threaded is properly molded, however, the tip is observed to be broken. A device history review was performed for reported lot 2108034, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were verified to be within required limits. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, the threading was verified to be properly molded and no damage or other defects within the tip were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All results were reviewed for lot 2108034 and found to be within specification. Based on the sample evaluation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is likely the tip broke as a result of the force used to engage the device.